Event description:
Changed piv(peripheral intravenous line), j-loop flushed without issue. Put dressing on site was clean dry and intact. Noted pink drainage on one side of dressing, flushed again and noted scant drainage under dressing. Took dressing off, noted j-loop secure to IV catheter, unable to see where leaking was from. Changed j-loop, initial flush prior to attaching to pt, no leak noted. Attached to catheter, noted scant leak. Changed j-loop again without continued leaking. Both (j-loops) which leaked are from ICU medical. Inc. (7" smallbore pressure infusion ext set w/remv microclave clear, purple clamp, luer lock, non-dehp tubing) ref mc33038 lot 14163930, expires 01/01/2029 038. Reference report mw5166364.